Event description:
Adverse event(s): no patient injury reported (no consequences or impact to patient). Product problem(s): "a burning odor was noted" (device emits odor). The surgeon reported that during set up, a system message displayed and a burning odor was noted. The system was rebooted, but the surgeon decided to use a different system to complete cases. No patient injury was reported.

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).